Event description:
During the implantation procedure, the helix on this lead would not extend. The lead was not implanted. A new isoline was implanted successfully.

Manufacturer narrative:
(B)(4) 2011. The analysis on this device is pending.

Event description:
During the implantation procedure, the helix on this lead would not extend. The lead was not implanted. A new isoline was implanted successfully.

Manufacturer narrative:
(B)(4), 2011. The analysis on this device is pending. (B)(4), 2011.